Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: #3003793491-2013-00771 for autopulse nimh battery #1 with sn: (B)(4), #3003793491-2013-00773 for autopulse nimh battery #3 with sn: unknown.

Event description:
It was reported that during patient care, three autopulse nimh batteries were used with the autopulse platform. These batteries were found to run for 3 minutes or less and then stop with a "replace battery" message. Patient is a smaller sized female. It is unknown if treatment was provided. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The battery in complaint was returned to zoll. However, the battery was disposed of prior to investigation. As the battery was disposed of before testing occurred, we were unable to determine the root cause to the customer's reported complaint. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years. Per the autopulse power system user guide (pn: 12457-001), "the expected service life of the autopulse nimh battery is 100 full charge/discharge cycles or 2 to 4 years depending on battery maintenance and usage patterns."